Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely the foreign material was not removed because reprocessing could not be conducted properly due to leakage from switch box. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . Preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the plastic distal end cover/probe cover coming out of the jet tube exit. There were no reports of patient involvement.